Event description:
It was reported that the patient arrived at (B)(6) clinic having had suprapubic catheter removed by homecare. Patient required re-insertion of same. While patient was being scoped the physician noted a piece of the balloon still in the bladder and was able to successfully remove same. Catheter was a 16 french bard latex foley that had been inserted on (B)(6) 2026. Balloon had been properly inflated with the correct amount of fluid.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.